Event description:
The manufacturer was notified on (B)(4) 2015 that solo valve was implanted in (B)(6) 2012 and was required to be explanted in (B)(6) 2015 for early svd. No serial number provided.

Manufacturer narrative:
Review of the device history records will be conducted as soon as receive of the serial number. At the present time, it is still unknown if device will be returned to manufacturer for further evaluation. Unknown if device will be returned.

Manufacturer narrative:
(B)(4) was selected based on the reported information of structural valve deterioration. Device not returned.